Manufacturer narrative:
Device evaluation:visual inspection shows fin damage and damage to the upper portion of the bowl.visual analysis of the returned device with fin damage is a representative failure mechanism of bowl lift/leaking.the bowl was run a couple of times using saline. During the runs there was a loud noise and a pump speed error message observed with no leaks observed. Reason for return was visually confirmed with evidence of fin damage noted. D.4. UDI updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog washkit, a saline solution was observed leaking from the bell. The customer observed that the device box was sealed, and the bell was inserted smoothly into the device. However, upon initiating the saline flush, the leakage was detected. The customer stated that when they went to install the hood, it apparently had no structural modifications, and that it had not been hit or forcible inserted. The bell was replaced with another one, which functioned without issues. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no damage noted in the instrument or the disposable. There was no visual, audible, or performance abnormalities. The purging process was just beginning, with a 250cc saline tank installed. There was still nothing in the waste bag. An error warning message did not appear.